Event description:
It was reported that there were bubbles in the reservoir and tubing. Troubleshooting was performed. The customer stated that the reservoir was leaking at the bottom of reservoir where the plunger connects to the piston. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.